Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated backlight was dimmer and buttons were harder to press, scuffs on screen made it difficult to read the insulin pump information. Customer stated motor was slower and louder during rewind and had unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.